Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Mr. (B)(6), head of theatre, reported friday in the late afternoon via our sales rep, (B)(6), that the femur component out of the loaner system "nrg ps modul" was used in a surgery on thursday (B)(6) although the sterility date was expired in (B)(6) 2010 because no other fitting component was available.